Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was 151 mg/dl. During troubleshooting, it was found that customer had air bubbles in tubing. Customer was assisted in pressing act and esc buttons in order to clear alarm. Customer was able to remove air bubbles with manual priming. After troubleshooting, customer was advised that insulin pump was working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.